Manufacturer narrative:
Medtronic complaint number:pe: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged complications post devices implant include dyspareunia, pelvic pain, and urge incontinence. "(B)(6) 202" underwent cystoscopy and excision of urethral sling.

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt had undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report # (B)(4) for a "uretex."